Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1. Of 2. Reference MFR. Report# 1627487-2014-05498. On (B)(6) 2014, the patient underwent a trial procedure and received two leads. On (B)(6) 2014, the patient's leads got hung up on a kitchen drawer. The patient had his brother cut the leads instead of taping the leads back down. One of the leads retracted into the patient's back. In turn, the patient experienced discomfort. Next, the patient went to the emergency room (ER). The ER doctor taped down the lead that was visible and gave the patient antibiotics. X-rays were taken to find the lead that had retracted into the patient's back. On (B)(6) 2014, the leads were removed and the patient was given additional pain medication and antibiotics.